Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they would change their therapy settings and within a couple of hours they stopped feeling stimulation. The patient noted that it felt as if they were using the bathroom every few minutes ¿its like peeing out over fire hydrants, its coming like crazy out.¿ they were going to the bathroom a lot and was watching their liquid intake. The patient did not feel stimulation. The patient synched with their implantable neurostimulator (ins) and verified stimulation was on, set on program 4 with stimulation at 4.8. They just increased stimulation to 4.8 and was feeling stimulation in the bike seat area. It was noted that the patient saw their healthcare provider and was reprogrammed and felt stimulation. After the patient got home they stopped feeling stimulation. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.